Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. Additional information was requested, and the following was obtained: could you please confirm the event/procedure date? The event date: 21 february 2025. /procedure date: (B)(6) 2025.

Event description:
It was reported that during a total gastrectomy, the green check mark illuminated when the battery was inserted. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 4/1/2025. D4 batch #555c18. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh23p device arrived with no apparent damage. Only anvil half washer was received and the device was fully loaded with staples, indicating that the device had not been fired. However, when the test battery was installed the green checkmark illuminated indicated that the device was not reset. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator this defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 555c18, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please confirm the event/procedure date?